Event description:
A user facility reported that following an intraocular (iol) implant procedure, the pt was dissatisfied with the final retraction and visual acuity. The iol was exchanged. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).